Manufacturer narrative:
Further information was requested but was not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with a ventricular fibrillation (vf) episode. It was noted the patient received inappropriate therapy (atp) for a supra-ventricular (svt) rhythm because it accelerated into the ventricular fibrillation (vf) zone. Multiple non sustained right ventricular oversensing showing intermittent undersensing of (pvcs) on the discrimination channel were observed. Programming changes to the vf cutoff and discrimination channel were discussed to address these issues.

Event description:
New information received notes the patient presented for a follow up in clinic. Programming changes were made. There had been no reported issues following the changes. The patient was stable.

Manufacturer narrative:
Correction - section g4 - the awareness date for the last submission should have been (B)(6) 2020 not (B)(6) 2020.